Manufacturer narrative:
The anesthesia system was investigated by the company field service engineer. The investigation concluded that the issue was caused by leaking vaporizer connection gaskets. All four vaporizer connection gaskets were replaced and a successful system check out passed. The anesthesia system was returned for clinical use. No parts or device logs have been received for investigation. The root-cause has not been determined.

Event description:
Manufacturer's reference #:(B)(4).

Event description:
It was reported that the anesthesia workstation failed the system checkout test. There was no patient involvement. Manufacturer's reference #: (B)(4).